Event description:
During insertion, there was leakage from the sheath introducer with hemostasis valve. The physician removed the sheath introducer and catheter, and replaced them. There were no pt complications.